Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported they noticed air was within 12 inches of the end of the tubing and the bag was empty. The pump failed to alarm for air in line however it did alarm for patient side occlusion. The air did not reach the patient and there was no harm.